Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse rechecked all field action parts replaced to verify they were not the cause of the system not being able to boot up properly, and was able to determine that the main processor had failed after the datasettes were installed. The fse returned to the customer site and replaced the main board and new datasettes and the system booted properly. In addition, the fse provided customer with spare screw concealment covers for his inventory and use. All functional, safety and calibration tests were performed to factory specifications, and the iabp was released to the customer ready for clinical use.

Event description:
It was reported by a getinge field service engineer (fse) that during the software field action the cs300 intra-aortic balloon pump (iabp) would not boot after replacement of datasette.

Event description:
It was reported by a getinge field service engineer (fse) that during the software field action, the cs300 intra-aortic balloon pump (iabp) would not boot after replacement of datasette.